Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: harmonic was unpacked around 1:00 pm. At 16:30, an error occurred, and the patient noticed that the tip had been missing. The broken pieces were not found. Cleaning was done with 5-6 liters instead of the usual 1-2 liters. All covering clothes were changed and checked with gauze. All cleaning effluent was also filtered and checked. After the abdomen was closed, nothing was showed up on x-ray. A CT scan was performed, and a shadow-like object was found, so the abdomen was reopened. In the end, nothing was found. The conclusion reached was that there were no broken pieces left in the patient. The surgery was performed between 10:00 in the morning and midnight. The patient had undergone gastric surgery in a previous case, and the tissue had hardened to the point that the mayo spilled over the blade. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the patient¿s current status? Are there any additional procedures or scans planned in attempt to identify and remove the piece? What is the potential location of the retained blade fragment? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during coronary artery grafting, an unknown error occurred, and it was noticed that the tip of the device had been missing. The broken pieces were not found, and the body was cleaned more than usual. After the abdomen was closed, nothing was showed up on x-ray. An MRI was carried out and found what appeared to be a shadow, so the abdomen was reopened. In the end, the broken pieces were not found. Surgery time was 10:00 in the morning - around midnight. The event happened around 5:00 pm. There was no bleeding. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. D4 batch #: x7036r. Corrected data: d4 UDI #. Additional information was requested and the following was obtained: what is the patient¿s current status? Stable. Are there any additional procedures or scans planned in attempt to identify and remove the piece? No. What is the potential location of the retained blade fragment? The doctor determined that there was no fragment in the patient's body. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7036r and no non-conformances were identified.